Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss or change of therapy. There was frequency at night. The patient felt stimulation. Her follow up appointment was next week. The patient noticed when she drank caffeinated soda she went more. The issue had been occurring since implant, (B)(6) 2016. On 23-may-2016 the patient reported that on (B)(6) 2016 she had notified her managing physician about the lack of symptom relief at night. The patient met at manufacturing representative (rep) on (B)(6) 2016 and changed the system to #2. Additional information received june 6, 2016 via the consumer reported the patient had notified their physician regarding their lack of symptom relief at night. [Illegible]. It was indicated the technician had changed her program and she was "better." Additional information from a patient reported on april 22 2016 that their symptoms have improved during the day, but not at night. The patient stated that on (B)(6) 2016 they had bladder prolapse surgery and since then symptoms have been worse in the day and night. The patient confirmed the stimulation was on. The patient is at program 2 at 2.7 v. The patient increased to 2.9 v and will see if that helps. The patient reported a loss of bladder control. Additional information from a patient reported on april 22 2016 that their symptoms have improved during the day, but not at night. The patient stated that on (B)(6) 2016 they had bladder prolapse surgery and since then symptoms have been worse in the day and night. The patient confirmed the stimulation was on. The patient is at program 2 at 2.7 v. The patient increased to 2.9 v and will see if that helps. The patient reported a loss of bladder control.

Event description:
Additional information from the patient reported that therapy is working but the patient wants it to work better for their symptoms ¿ things like if they drink a can of pop, that will make them have to go to the bathroom fast or when patient is in bed and they get up, they have to get to the bathroom fast. The therapy was reported to be turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.